Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: it was reported that the manual knife retractor did not work. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open?

Event description:
It was reported that during a video-assisted thoracic surgery (vats) bullectomy procedure, the surgeon tried to fire the device but it locked out and would not work. Another like device was opened and worked correctly. The device locked out and could not be fired. The manual knife retractor did not work. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The customer has reported that the device was not locked on tissue, and as such no adverse patient consequences were involved. The jaws did not open.

Manufacturer narrative:
(B)(4). Batch # m55f1d. The sc60 device was received for analysis with no visual non-conformances and with an ecr60d reload present. The reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition, the one piece sled was noted to be broken. However, it could not be determined what may have caused the damage of the sled. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted and the manual switch worked properly during testing. While no conclusion could be reached as to how the one piece sled became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.